Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had loose contact. There were no reports of patient harm.

Event description:
It was observed that during the device evaluation, due to deformation of the cable unit, there is noise in the image and no image. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and it was found that due to deformation of the cable unit, there is noise in the image and no image. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.